Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient arrived in ER with a hip dislocation. Dr. Reported that she had also dislocated once previously. Dr. (B)(6) scheduled surgery with the plan of using our new dual mobility system. During surgery we removed liner and head. We replaced with dual mobility and surgery was a success. All removed components were found to be in perfect shape. Doi: (B)(6) 2019, dor: (B)(6) 2021, affected side: left hip.